Event description:
Medtronic received information regarding a navigation system used during a pituitary tumorectomy procedure. It was reported that the patient experienced optic nerve damage. A navigation em stylet was used for the procedure. The timing of detection was unknown, but the patient's optic nerve was damaged. It was confirmed that the patient data and the registration were completed without any problems. With regards to accuracy, it was confirmed that there were no problems using the head part model. The hospital has not pointed out any problems with the navigation side. Delay information was not provided.

Manufacturer narrative:
No products have been returned to medtronic for analysis. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
H3) the software team investigated the logs. Logs captured 3 sessions on 31-may-2022. Among 3 sessions (session-1: 09:15:04am, session-2: 8:34:08pm & session-3: 9:16:34pm), logs recorded that in session 1 & 2 the site did registration attempts. The 1st registration was completed at ¿10:3:58 am¿ and the 2nd registration was completed at ¿8:59:3 pm¿ but provided insufficient information to determine the root cause of the reported behavior. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a manufacturer representative indicated the site refused to provide information regarding a pro longation of patient hospitalization regarding the issue. The reported adverse event did not result from a navigation inaccuracy and there was no procedure delay. No system issues were found during a system checkout. Furthermore, it was unknown (confirmed via physician) if the nerve damage was permanent. The damage part of the optic nerve was revised from the optic nerve to the brain stem. The detailed extend of the patient's condition was refused by the site.

Manufacturer narrative:
The site indicated no system malfunction was alleged or identified. Concomitant medical products: section d information references the main component of the system. Other relevant device(s) are: product ID: 9733763, serial/lot : version 3.1.0, ubd: , UDI: (B)(4) h3: a medtronic representative went to the site to test the equipment. The reported issue could not be confirmed or replicated, no components were replaced. The system then passed the system checkout and was found to be fully functional. System log analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete. H6: code a22 no longer applies to the event. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.